Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized due to diabetic ketoacidosis after the insulin pump fell off. The blood glucose reading was 1,000 mg/dl. The custoemr was not wearing the insulin pump at the time of admission but had been wearing it less than 48 hours prior. The customer was treated at the hospital. The time and date were correct and the basal rates and bolus wizard settings were programmed correctly. The bolus history displayed all entries based on the customer's recollection. She declined to perform the high pressure test. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.